Event description:
It was reported that the user was hospitalized for a non¿device-related reason and had the ilet pump disconnected, after which blood glucose rose, with reported values up to approximately 400 mg/dl and cgm readings displaying high before the user reconnected to the pump and observed subsequent decreases (e.g., fingerstick 236 mg/dl and dropping), while using a dexcom g7. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included transient elevated glucose that resolved after reconnection and calibration, with no assistance required and no hospitalization attributable to the device. Investigation included a review of use conditions and device performance with user coaching on reconnection, calibration, and verification by fingerstick. Investigation of this case revealed that hyperglycemia occurred during pump disconnection, with no malfunction, alarm, or component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with insulin interruption during disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.